Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during stylet retrieval, the soft stylet remained stuck in the lumen of the lead. The physician flushed the lead lumen regularly with heparin serum. The lead was not used.